Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). At this time, carefusion has not received the suspect device/component for evaluation. The suspect device was evaluated on site by the hospital's biomedical engineer. The reported issue was not able to be duplicated. The suspect device passed all testing. The director of respiratory at their facility now claims there is no issue with the ventilator so the biomedical engineer was instructed to cancel the reported issue and service of the device.

Event description:
It was reported to carefusion that palmtop enve ventilator was showing an exhaled tidal volume return of approximately twice the volume that was set while connected to a patient. The patient was removed from the unit and placed on a back up ventilator. The customer confirmed there was no patient harm associated with the reported issue.